Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-04669. It was reported that the patient experienced an infection and presented in clinic. The pacemaker system was explanted on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The reported event was infection. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion. As received, a partial mid portion of the lead was returned in one piece and was measured to be 32.4 cm. Visual inspection of the lead found external insulation abrasion that breached the insulation and exposed the outer coil consistent with friction to another device and was found at 4.6 cm to 4.7 cm from the connector pin. All other damage found was consistent with procedural damage.